Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint received from distributor (B)(4).

Event description:
It was reported during a primary surgery of the right total hip on a female patient that a reamer handle was broken. No adverse events were reported as a result of the malfunction. The procedure was completed successfully.

Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The drive chain has a broken cardan joint. Visual examination of the complaint sample found a large amount of eroded material in and around the area of breakage. A manufacturing review was performed and there were no discrepancies found. This device failed due to wear. No further investigation required.